Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have repaired and replaced the breath delivery unit (bdu) pcb. Covidien conducted the final testing only. The ventilator passed all testing.